Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain and loss of pulses. An angiogram was performed and confirmed an occlusion. Treatment consisted of a surgical thrombectomy and anticoagulation therapy. The treatment was successful and at the time of this report the patient still remained in the hospital.